Manufacturer narrative:
Follow-up #1: date of submission 4/7/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: ¿cs087¿ alarms observed in the black box. During the investigation, ¿cs069¿ alarm was reproduced during rewind.. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. The ¿cs069¿ failure is written as ¿cs087¿ failure in the black box. The error is resident to flash chip.. Battery compartment cracked from case seal traveling to grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.